Manufacturer narrative:
Follow-up #1: date of submission 02/09/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/27/2016 with the following findings: no segments were observed to be missing during investigation. The pump was opened; the display flex was found to be fully seated and was secured in the connector. Unrelated to the complaint, the display screen was found to be dim, faded and pink. Also unrelated to the complaint, the battery compartment was found to be cracked below the bumper at the case seal.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (segments missing) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.